Manufacturer narrative:
(B)(4).

Event description:
Pt reported that when she opens her receiver, it displays an error message: error found: code 4. Contact technical support. She mentioned that she cannot click anything and is stuck on the initialization screen.